Event description:
It was reported that the device alarms lec 1720 during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The event log was not available. A functional test was performed, and the reported failure was replicated. The pump was found to be displaying "1720" error code alarm message on powering up. The backup capacitor will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.